Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a bolus request that was over 25 units. Reportedly, the customer received the initial 25 units, but did not see the prompt on the pump screen to deliver the remainder of the bolus request. The customer called tandem technical support to inquire on how to figure out the amount of the remainder of the bolus request. Tandem technical support assisted the customer with the bolus calculations. The customer reported blood glucose (bg) level was over 233 mg/dl; however, the customer had not tested blood glucose level. The customer confirmed that the remainder of the bolus request would be delivered to address bg level.